Event description:
It was reported that the ilet bionic pancreas displayed repeated occlusion alerts during use, which the user initially dismissed; after guidance to disconnect, manually push insulin through the tubing, and reconnect, no further alerts were observed. Symptoms included hyperglycemia. Outcomes included no hospitalization and resolution of the alert after troubleshooting. Investigation included technical support troubleshooting and user guidance to clear a suspected infusion line blockage. Investigation of this case revealed an occlusion condition that was cleared after insulin was manually advanced through the infusion tubing, with no further device alarms reported. It was concluded that the event involved an insulin delivery occlusion with cause unclear, which resolved following user-performed line clearing. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.